Manufacturer narrative:
Eval: fowler.

Event description:
It was reported by service report that the fowler was leaking fluid and could not be raised or hold weight. No pt involvement or adverse consequences are reported.